Event description:
It was reported that during the implant procedure of a device and right ventricular lead the system exhibited low, out of range, hv lead impedance. The physician replaced the lead but low, out of range, hv lead impedance continued to be seen when the new lead was connected to the device. The device was then also replaced and the new system exhibited normal impedance measurements. The original device and lead were not implanted.

Manufacturer narrative:
UDI: (B)(4).

Manufacturer narrative:
Analysis was normal. No anomaly was found.